Event description:
It was reported that hips scans are reversing, causing the patient to be rescanned. It was determined that this was a software problem. The fe reloaded the software and the system is working.